Manufacturer narrative:
Although no product is being returned, and no lot code was given, photos were submitted, and quality engineer will do an investigation on info and photos received. No product is being returned, however, photos and other info has been submitted, and our quality engineer will be doing an investigation. When the quality engineer has completed the investigation, I will file a supplemental report.